Event description:
It was reported there was a loss of therapeutic effect. The patient could feel stimulation in the correct areas, but her pain was not responding to the therapy. The patient increased the amplitude and it seemed to help for "a while" but no longer. It was reported the patient was going in for revision of the leads on (B)(6) 2012 to see if that helped the situation.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), implanted: 2009 (B)(6). Product type programmer, patient. (B)(4).